Event description:
It was reported that the supply indicator was damaged. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received with cracked bezel and missing supply indicator cover. The customer stated problem was duplicated. Replaced gas supply indicator and shroud ring. The cause of the reported problem was traced to the customer damage of the device (impact). A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The previous service history has been reviewed and deemed unrelated to the current customer reported problem., corrected data: e4: correction: customer reported to FDA: no information.